Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The lens model is only qualified for use in two kinds of cartridges. The product investigation could not identify a root cause. Information was provided that the lens was implanted on (B)(6) 2017. The patient recovery from the reported event was indicated to be (B)(6) 2017. There is one other complaint in the lot. No further data is available. (B)(4).

Event description:
A health authority employee reported that after an intraocular lens (iol) was implanted, the patient had a foreign body sensation that was treated with antibiotics, hormones and nutrient eye drops. The event resolved a day later. There is no further information available.